Manufacturer narrative:
On 21-jan-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. D4 primary UDI number has been updated to (B)(4). It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and after two ablations there was a slow rise of the impedance. The medical team had been burning at 50 watts and they went down to 35 -40 watts on the posterior wall and the carina. The procedure continued. After the procedure char was observed on the catheter, which the medical team believed may have been due to the pre and post irrigation settings being set to one second. Physician wiped off char but some was still present on tip electrode. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed char residues. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device 31474017l number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed since a flow mismatch was observed according to the settings used by the customer before and during the procedure, causing the char residues and high impedance issues. The root cause is traced to a user error. The instructions for use (IFU) contain the following information: start continuous irrigation at a flow rate of 2 ml/min. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and after two ablations there was a slow rise of the impedance. The medical team had been burning at 50 watts and they went down to 35 -40 watts on the posterior wall and the carina. The procedure continued. After the procedure char was observed on the catheter, which the medical team believed may have been due to the pre and post irrigation settings being set to one second. Physician wiped off char but some was still present on tip electrode the physician determined that the amount of char identified presented an increased patient risk. Activated clotting time (act) was maintained over 300. There were no patient events that occurred, the patient was kept overnight as a precaution however it was one night for observation only and not for treatment or prevention of permanent damage to the patient. Additionally, there was no report that the hospitalization was necessarily extended. No patient consequences were reported.